Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. The suggested phenomenon was confirmed, and was presumed to have been due to a leakage. A further cause of the leakage could not be specifed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exibited corrosion on the universal cord. There was no patient involvement.